Event description:
At approx 1342 hemodialysis treatment was initiated via a central venous catheter (cvc) at a prescribed blood flow rate of 400. A hemaclip secured the connection between the red hub of the central venous catheter and the venous blood line. A safety check was performed at 1403. At that time, the patient was alert and speaking with a staff member. Vital signs at that time were blood pressure 167/107 and pulse 76. At 1430, a staff member went to the patient to perform a routine safety check. It was noted that patient had repositioned blanket and blanket was covering the blood line to catheter connection. The staff member removed the blanket and observed blood escaping from the central venous catheter to blood line connection. Blood in the extracorporeal circuit was returned immediately. The patient was pulseless and CPR was started and ems was called at 1432. Ems arrived at 1440 and assumed care of the patient. The patient was taken to advent gordon emergency department where further intervention was provided. Resuscitation attempts were unsuccessful and the patient passed away at 1524.